Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that during prime, the reservoir sensor could not detect fluid and prime could not be completed. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct technician. Technician confirmed no issues with the sensor. An issue was found with the automated interface management (aim) system. Technician disabled aim and was able to complete prime with a disposable set. The issue was with the communication from camera to the firewire board. The firewire board was successfully replaced. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a product disposition review was completed for this machine serial number and no manufacturing related issues were found. No additional complaints have been received for this machine regarding the reported condition. Root cause: defective firewire circuit board and interface circuit board electrical connection. There is no safety risk associated with the reported condition. Correction: the machine alarmed as intended; the reported problem resulted in a fail safe condition.

Manufacturer narrative:
Investigation: an optia firewire circuit card contacts (cca) was received for investigation. Visual inspection revealed no anomalies. The reported condition was duplicated and found that the connection contacts of the firewire circuit card were defective. Investigation is in process. A follow-up report will be provided.